Event description:
It was reported that the patient with this pacemaker had experienced multiple falling episodes over the past couple of days. The patient was brought in for system testing, where interrogation of their pacemaker revealed it was in safety mode. The physician was concerned as to why no alert was generated for this message; however, it was suspected the patient was unable to complete an interrogation with their communicator after safety mode was declared by the device. The patient was hospitalized, and surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The pacemaker was confirmed to be in safety mode. A memory dump was unable to be performed, and when the device was connected to an oscilloscope and no pacing pulses were detected. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that the patient with this pacemaker had experienced multiple falling episodes over the past couple of days. The patient was brought in for system testing, where interrogation of their pacemaker revealed it was in safety mode. The physician was concerned as to why no alert was generated for this message; however, it was suspected the patient was unable to complete an interrogation with their communicator after safety mode was declared by the device. The patient was hospitalized, and surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.